Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8703w, lot # j0056651r, implanted: (B)(6) 2001, product type catheter.

Event description:
Information was received from a consumer, health care professional and a company representative regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 580.6 mcg/day) via an implantable pump for stroke and intractable spasticity. On (B)(6) 2017, the patient experienced sudden withdrawal; horrible itching and increase in spasticity and a dye study confirmed that the catheter was migrated (also reported as working intermittently) and was wrapped around the spinal cord.

Event description:
Additional information was received from a device manufacturer representative (rep). The patient got a pump exchange and a new catheter on (B)(6) 2017. It was stated that the patient was overdosing (bladder retention and little weakness in his legs) and the rep was asked to help with reducing the patient's dose. It was noted the hcp wanted to reduce the patient's current bolus regimen by 20% each, resulting in a new daily dose of 333.6 mcg/day (from 375.6 mcg/day). It was further stated that the patient had changed in efficacy about 8 months ago and the doctor kept increasing the dose. It was noted the patient had spasms in his legs. Additionally, about 3 months ago, the patient had an itching episode. The hcp gave the patient 20 mg four times per day and suspected an issue with the catheter. It was unknown if the catheter was collected following the explant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient was intermittently withdrawing to the catheter problem. Troubleshooting performed included listening to the patient and then a negative side port aspiration. Once the patient was hospitalized for the catheter revision he required a lower dose and that was when he was overdosed. The dose was decreased daily and the patient needed to be catheterized for the urine retention. The cause of the overdosing event was a new effective catheter. The overdosing had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). An MRI was being done to confirm a malfunction. It was then stated the patient came in for fluoroscopy testing on the catheter. It was noted that the patient was going to be sent for catheter revision and that the patient would benefit from pump replacement since the patient was going in for revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.